Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the returned device found that it is not in its original packaging. Only the distal tip of the device was returned. It is fractured on the proximal end, and there is debris on the bit. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during an arthroscopic labrum repair with bioraptor curved, right after starting to drill the bone, the distal part of the "twist drill flex curved for 2.3mm sa" broke and stayed within the humeral head. The broken part was removed with difficulty using a grasper and various instruments. The procedure was completed without significant delay using a back-up device into the same bone hole. No further complications were reported. The patient current status is good.